Event description:
The manufacturer received information alleging an alarm occurred on a trilogy 100 ventilator. It was not reported if the device was in use on a patient at the time of the occurrence. The trilogy 100 ventilator was returned to the third-party service center for evaluation where the alarm issue was noted. The device's blower assembly requires to address the issue. The root cause has not been confirmed at this time. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. Additionally, during the service of the device, the front case enclosure requires replacement for physical damage unrelated to the reportable malfunction/issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.